Manufacturer narrative:
It was reported that a patient presented with an infection in the hip from a tooth infection that went untreated for over 6 months. As of today, additional information has been requested for this complaint but has not become available. All implanted devices were used in treatment. Due to lack of device details provided, a documentation review could not be performed. However, all released devices would have met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that a patient presented with an infection in his hip, resulting from a tooth infection that went untreated for over 6 months. The patient's hip was washed out and the device has been retained thus far. The patient has implanted a bhr system. The information about the surgeon, hospital and date of primary surgery is unknown. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr had been performed, the patient presented with an infection in his hip, resulting from a tooth infection that went untreated for over 6 months. The patient's hip was washed out and the devices have been retained thus far. The information about the surgeon, hospital and date of primary surgery is unknown. The patient outcome is unknown.